Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: one 8fr navarre drainage catheter was received for evaluation. Along with physical sample, one electronic photo was provided for review. Gross visual evaluation, microscopic visual observation and functional testing were performed. The seal base adapter thread hole appeared to be opened with no sign of thread inside. The proximal and distal thread holes were inspected, and no sign of thread was found as the loaded cannula could be seen within. The detached pigtail thread was microscopically observed. No knots were noted on both ends of the detached thread. A complete circumferential break was noted on the exposed end of the thread segment. The surface appeared to be granular throughout. The photo review could not confirm reported thread break and material separation issues. The manufacturing site review states review from the sample confirmed the thread was broken at the distal end and bonded appropriately at the proximal end. Therefore, the investigation is confirmed for the reported break and material separation issue. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (method, result, conclusion). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2026, a patient underwent an ultrasound guided percutaneous drainage catheter placement procedure using navarre universal drainage catheter. Prior to the procedure, the sure loktm thread had digression. The procedure was completed using another device. There was no patient contact.

Event description:
On (B)(6) 2026, a patient underwent an ultrasound guided percutaneous drainage catheter placement procedure using navarre universal drainage catheter. Prior to the procedure, the sure loktm thread had digression. The procedure was completed using another device. There was no patient contact.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. A photo was provided for review. The investigation of the reported event is currently underway. Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.